Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that room 351 was not displaying at the central station and was not providing a red alarm sound, however, the data in the room was fine. There was no patient incident alleged.